Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided undated x-rays and photographs by a clinical consultant indicated: ¿the patient underwent a primary right uncemented total hip arthroplasty for which no operative report or date of surgery is available. The listed components implanted include a 58 trident psl ha cluster shell with two screws, a 36/0° x3 insert, a #4 accolade tmzf stem, and a 36/plus-5 v-40 lfit head. On september 7, 2017 a revision of the right total hip was performed for which no operative report is available. The event description states, ¿failed tha at the head/neck junction. Revised to a cemented stem and socket.¿ [¿] a disassociation of the head from the stem trunnion is noted with the head remaining reduced in the acetabulum and a deformation of the superior proximal trunnion is noted. [¿]there are five color photographs of explanted components, including a stem, acetabulur, shell, two screws, an intact metal head, and poly liner with an extraction screw in situ in the liner, and with deformity of the trunnion noted both superiorly and medially. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: based on the medical review, the event of disassociation between the head and stem was confirmed. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
A failed right total hip ar at the head/neck junction. Revised to a cemented stem and socket.

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A failed right total hip ar at the head/neck junction. Revised to a cemented stem and socket.